Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, false auto mode switch episodes was noted on egms and showing atrial lead noise. The noise was not reproducible with isometrics. No programming changes were performed. The patient will continue to be monitored remotely. The patient was in stable condition.